Event description:
It was reported that the patient¿s charging pad intermittently recognized the ilet for a moment and then failed to charge despite the device being centered face up, and a replacement charger was shipped. Symptoms included no clinical symptoms. Outcomes included no impact on health and no hospitalization. Investigation included a basic troubleshooting review by customer care and logistical replacement of the charger. Investigation of this case revealed that the charger was not reliably transferring power to the device, consistent with a charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.

Manufacturer narrative:
Initial.